Event description:
Edwards was contacted by a physician and asked if a mitral pericardial bioprosthesis has ever caused a ventricle perforation? Through follow up with the caller, it was learned that a patient expired on the day after implant of a 27mm pericardial mitral valve that was alleged to cause a perforated ventricle. On-line death records indicate this patient expired same day as implant. No additional information has been made available at this time.

Event description:
The operative report received from the health care provider states: "the patient is a (B)(6) female who was experiencing increasing dyspnea on exertion. The patient currently was unable to ascend steps of more than 10 at a time without having to stop to catch her breath. The patient felt tired and short of breath with minimal activity. Workup demonstrated severe mitral valve stenosis. The patient was worked up, and brought into the hospital where mitral valve replacement was performed. Unfortunately, one of the struts from the mitral valve perforated the atrioventricular groove as the patient has been weaned from cardiopulmonary bypass. Repair of this injury was extensive and time-consuming, and eventually was not tolerated by the patient. Eventually, she was returned to her room, but expired after several hours." The operative report procedure stated: "27 mm bovine pericardial tissue valve was then implanted. Borderline incised given the patient's weight, but the annulus would except no larger valve." "The patient had attained normal systolic pressures and the patient was being weaned from cardio-pulmonary bypass when there was noted to be bleeding from behind the heart. Inspection demonstrated a small but heavily bleeding, perforation in the posterior portion of the atrioventricular groove. This was closed with a number of pledgeted 2-0 prolene sutures. The patient had significantly less bleeding but continued to have some bleeding which was not acceptable as far as obtaining hemostasis. The patient was then given cardioplegia and rearrested. The entire area of the perforation was reinforced carefully with 2- 0 prolene pledgeted sutures. Deairing was accomplished again and the cross- clamp was removed. Bleeding was significantly less, but as the heart began to attain systolic pressures, significant amounts of bleeding were again encountered. The heart was once again re-arrested, and suture of the entire atrioventricular groove was accomplished." "The heart was left on pump and allowed to beat in an empty non-working state." CABG was performed. "A long period of time was allowed for the patient to try and recover from the multiple cross-clamping. Inspection of the transesophageal echo demonstrated poor ventricular contractility. An intraaortic balloon pump was made ready. Venous cannulation in the left groin was accomplished and the percutaneous access to the left common femoral artery was performed. Balloon could not be advanced readily, so an incision was made in the left groin. It was discovered that cannulation of the profunda femoris artery at its origin from the superficial femoral artery had been cannulated. This was repaired with #4-0 prolene stitches. The common femoral artery was then cannulated and the balloon pump was placed. Additional time was given to the patient to recover. Unfortunately, ventricular contractility was noted to be poor. The patient was placed on levophed and vasopressin. Augmented balloon pressures were between 50 and 75. Wounds were closed in routine fashion, and the patient was returned to the intensive care unit, not expected to survive."

Manufacturer narrative:
The device will not be returned for evaluation as it was not explanted post mortem. No additional information has been made available. The additional information provided in this report is from the operative report details of hospitalization and operative report details of procedure.

Manufacturer narrative:
It is unknown if the device is available for return and evaluation; however, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Rupture of the left ventricle is a major complication of mitral valve replacement. It is an infrequent but potentially lethal complication. In general, a large number of intraoperative factors have been considered for the cause of this complication: retraction of the ventricle when the left atrium was fixed by adhesions from a previous operation, forceful retraction and inadvertent incision of the annulus, insertion of an oversized prosthesis, and deeply placed sutures in the myocardium. In this case, insufficient information has been provided and no additional patient information has been made available. Follow up with the health care provider is on-going. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.